Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was intermittently unable to power up. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger ws intermittently unable to power up. The cause for the failure was isolated to a broken connection inside of the power supply connector. The root cause for the broken connection in the connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.